Event description:
Additional information was received from the patient. It was reported that the patient was complaining of the ins taking too long to charge. A full charge would last for two to three weeks without having to charge again, and now the patient was having to charge every two to three days. It was noted that a new recharger was shipped in the past and this did not change anything. It was noted that the patient was seen in toronto, but now lived in vancouver closer to edmonton and would like to be evaluated by a healthcare professional closer to him. The issue was not resolved as of (B)(6) 2020. A manufacturer representative was contacted to assist with a referral. No surgical intervention occurred. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source. Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implant was not communicating with any recharging device. It was not getting any coupling bars. The patient had experienced this in the past year, and it told him to turn the dial but never communicated with the implant. The patient tried several rechargers and nothing worked. The patient was advised to follow-up with a healthcare professional (hcp) and have the implant checked. It was noted that the patient was implanted in (B)(6) and now lives in (B)(6). The patient may need to see a doctor in (B)(6) so the patient was to be connected with a local manufacturer representative (rep). No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that their settings were the same through the decrease in recharge interval. The change in charging started the week prior to (B)(6) 2020 after the patient had been to see their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.